Event description:
Reporter called regarding an adverse reaction and device issues involving the abbott libre 3 plus sensors. Reporter stated he started using the libre 3 plus sensors about 6 months ago and experiences skin irritation at the site with red bumps and welts under the skin. Reporter stated that the sensors give false readings and false lows and when he checks with a finger stick there is a vast difference. Reporter stated he¿s been sent replacements, but the replacement sensors keep having the same issues.